Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an alarm leading to a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an alarm and changed their system controller. It was noted that the controller did not have the backup battery charged and it was in need of replacement. Therefore, there was no controller date set.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.